Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The physician advanced a non-bsc guide wire to the target lesion. Then the physician dilated the target lesion with a 6.0mmx40mmx75cm mustang balloon and it ruptured at an unknown atms. The procedure was completed with this mustang balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The physician advanced a non-bsc guide wire to the target lesion. Then the physician dilated the target lesion with a 6.0mmx40mmx75cm mustang balloon and it ruptured at an unknown atms. The procedure was completed with this mustang balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 14977427 to 0014919453. Device expiration date corrected from 22jan2015 to 20dec2014. Device manufactured date corrected from 24jan2012 to 21dec2011. Device evaluated by MFR: a visual examination of the returned device found that the balloon material was fully deflated. An attempt to inflate the balloon material to its rated burst pressure of 24 atmospheres (atm) failed due to the presence of a pinhole located at approximately 25mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).